Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted the patient received inappropriate therapy. Technical support was contacted and suspected it was due to programmed device settings and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.